Manufacturer narrative:
Investigation conclusion: the customer reported that formula leakage was observed from the gap between the aff valve and retainer tube of kangaroo epump. There was no patient harm reported. The report refers to product code 972055, japanese 500ml feed bag epump, with lot number unk. A device history record (DHR) review was not performed due to the reported lot number being unknown. Failure mode trending was reported for the reported device failure and no related trends were identified. One (1) used product was returned for evaluation. Visual inspection and functional evaluation found the device met specification and no device problem was found. On the basis of the investigation results provided, additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that formula leakage was observed from the gap between the aff valve and retainer tube of kangaroo epump. There was no patient harm reported.